Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a procedure, the right atrial (ra) and right ventricular (rv) lead were explanted due to unknown product performance anomalies. The explanted leads were replaced with new leads successfully. No additional adverse patient effects were reported. No additional information was provided at this time. Subsequent additional information was provided that indicated, during the procedure, the physician noted there to be calcium deposits around the leads which led to lead on lead binding. The physician opted to explant the ra lead as well and replaced it with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a procedure, the right atrial (ra) and right ventricular (rv) lead were explanted due to unknown product performance anomalies. The explanted leads were replaced with new leads successfully. No additional adverse patient effects were reported. No additional information was provided at this time.